Event description:
The customer stated that she was hospitalized for low blood glucose levels with a reading of 45 mg/dl. The customer stated that her blood glucose levels went low during her sleep and her husband called the paramedics. Troubleshooting was performed and the insulin pump was programmed correctly. The customer also stated that she had a urinary tract infection at the time of the hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.